Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the cause of the stimulation is wrong areas was high pulse width. The cause of the patient not feeling stim was not determined but believed to be user error. The cause of the settings not available message was some electrodes w/ high impedances that she was programmed on. The issues were resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G3 in follow up number 001 incorrect. Correct g3 is 2021-01-06. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported she was re-programmed about a year ago and since then she only has group c. She said that she can't increase her stimulation past 6 (pt is not sure when this started happening) and the past couple of weeks she is having back pain and she can't get therapeutic relief since she can't increase her stimulation. Pt was advised to follow up with a manufacturer representative/hcp for re-programming. Additional information was received from the patient. It was reported that when she had it on a or b the stimulation was coming up from her right leg all the way through her belly and into her breast, she needs it in her back. Pt also said at another point in the call she: cannot feel anything/ cannot feel stim. This was not clarified. On the day of the call, patient was unable to increase past 5.9, then all of a sudden when she is on program 1 it will go back to 5.6 when she tries on program 2 does the same thing, it won't let her go above 5.9 it will go back to 4.6. Worked with pt to check to see if adaptive feature was enabled and pt described adaptive is not enabled. Pt also reported she has gotten error messages on her controller: m04 and settings not available. Reviewed she may need to charge her ins, pt said her controller was 100 percent charged the ins battery was at 70. Recommended working with the hcp/ rep to have if checked in person. Sent email to reps in the area.